Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and eventually got admitted to intensive care unit (ICU) on (B)(6) 2025 to (B)(6) 2024 due to hyperglycemia and kinked cannula event. The blood glucose level was displayed high at the time of event and the patient got treated with intravenous (IV) fluids of saline and insulin. The duration of hospitalization was 5 days. Patient was released from the hospital on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.